Event description:
During a bipolar resection, the urethra of the pt has been burned. The surgeon used the bipolar resection set from richard wolf. Further info is not available at this time.

Manufacturer narrative:
The hospital sent only the working element (B)(4) which is a component of the bipolar resectoscope set. As we want to perform a full investigation and we want to reconstruct the occurrence, we need further components from the resectoscope set. Therefore, we ask the hospital to send the resectoscope sheath and the electrode that were in use during application to richard wolf. After we have completed our investigations, we will send a f/u.